Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: size 3 cr press-fit femur; cat# unknown; lot# unknown. Size 2 press-fit tibial baseplate; cat# unknown; lot# unknown. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
It was reported that the patient's right knee was revised due to stiffness (reported as low flexion/ extension). Surgeon reported implants were well fixed and well positioned. A size 3 cr press-fit femur, 2x9 cs insert, and size 2 press-fit tibial component were revised to a ts knee with a universal baseplate.